Manufacturer narrative:
Clarification to b3: partial date of 2022 provided a review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "lymph node swelling".

Event description:
Healthcare professional reported "one lump on breast", "pain, "joint pain", and "inflammation". Additionally reported were "fatigue", "ringing in ear, "dry eyes", "high iron levels", and "weight gain" which have been deemed not related to the device. Patient then reported "lymph node swelling". This record is for the right side. Device remains implanted.